Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported. (B)(4).

Manufacturer narrative:
Company representative evaluated units and duplicated the reported problem. Corrective included replacement of the unit's co2 modules. Problem was resolved.